Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -9.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during implantation. Intraoperatively the lens was removed with no patient injury. On (B)(6) 2022 a replacement lens of the same length/model was implanted and this resolved the problem. The cause of the event was reported as unknown.